Event description:
The user facility reported that steam and water were coming from the unit. No injuries to hospital staff or patient.

Manufacturer narrative:
Investigation of this event is in process. A follow-up report will be filed when additional information becomes available.